Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had blood glucose of 88 mg/dl. Customer stated that his insulin pump was not working correctly, it was alarming weak signal. Customer sated that she had a surgery on her shoulder, her blood glucose was 60 and treated with glucose tablet. Nothing further was reported.